Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a pinhole on video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foggy image was due to a faulty charged coupled device and a pinhole on video cable caused a leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had leak and image is foggy. The event occurred during setup. There were no reports of patient harm.